Event description:
It was reported by the customer that a pyxis medstation es system tower door failed, delaying the patient care. Customer stated that there was a delay to access the medications and confirmed that no patient was harmed. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-jul-2022 to 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 1 was triple-clicking and failing and found harness connection was loose on latch. The field service engineer cleaned the latch terminals and crimped down harness connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that door 1 was triple clicking and failing due to harness connection was loose on latch. A field service engineer cleaned latch terminals and crimped down latch connections to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed, delaying the patient care. Customer stated that there was a delay to access the medications and confirmed that no patient was harmed. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.